Event description:
The customer reported that the bolus wizard is not giving her the right amount of insulin. The caller stated that one time her blood glucose was 265mg/dl, and the bolus wizard did not give her a full unit, which customer believes it is not normal. The customer stated that in one occasion the cannula was bent,and her blood glucose was above 500mg/dl, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.